Event description:
Female consumer via e-mail stated that the metal pin was worn down on her oral-b toothbrush and the bristles came loose during brushing. No injury was reported. 29-jan-2022 follow up: the consumer reported that it was impossible to attach the toothbrush firmly, due to unexplainable reasons, and it no longer locked into place, coming off while brushing her teeth. Upon comparison with her husbands oral-b toothbrush of the same model, she saw that the metal rod that the toothbrush was supposed to snap on was worn out so badly that it became thin and sharp like a knife. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.